Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship exists between the initiation of pd therapy and the discovery of the umbilical hernia. The size and symptoms of the hernia were unknown. It is unknown what precipitated the hernia, however the patient was able to continue with pd for 2.5 years prior to having the hernia repaired. Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. A prior history of hernia and the placement of the pd catheter are risk factors for increased likelihood of hernia formation. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow up call on an unrelated event, a peritoneal dialysis (pd) patient¿s nurse reported that the patient was hospitalized due to a hernia. The nurse stated that the patient started pd treatment on an unspecified date in (B)(6) 2014. Around the same period, the patient developed an umbilical hernia but opted to not undergo hernia repair surgery at that time. The pd patient was moved to hemodialysis (hd) from (B)(6) 2016 to (B)(6) 2017 due their inability to do pd treatment due to having a hernia. The pd nurse stated the patient was hospitalized for 2 days in (B)(6) 2017 for hernia repair surgery. The patient was reported to have recovered from the event and has since been moved back to pd treatment. The patient has been performing treatment without any further issues.